Manufacturer narrative:
Leaflet not coapting typically would result in regurgitation. Regurgitation can be due to a number of issues including patient related factors or structural valve deterioration. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient. Without return of the device, edwards is unable to conclusively determine the root cause for this event. Advances in valve design and bioprosthetic material have been made with the intention of reducing regurgitation by providing more efficient hemodynamics and longer tissue durability. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Reference MFR # 2015691-2016-02405.

Event description:
Edwards received information that this mitral surgical valve had a transcatheter valve implanted (valve-in-valve) after an implant duration of three (3) years, three (3) months. The reason for re-operation was due to severe mitral regurgitation as one of the leaflets was not working well. A 29mm transcatheter valve was implanted and echo revealed no paravalvular leak nor regurgitation. During the post-operative stay, the transcatheter valve embolized and both valves were removed. No additional details were provided.

Manufacturer narrative:
Additional information provided by the physician clarified the patient expired on the operating table after the chest was opened due to respiratory failure. Refer to report number 2015691-2016-02405.